Manufacturer narrative:
Correction: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the lad and rca. Cec adjudicated that patient suffered a non-q-wave mi of the lad (target vessel) and side branch occlusion of diagonal on the same day of the index procedure.